Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 29, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a power issue (unit powers off during use) and the one touch ultramini lancing device has a broken lancet holder. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The power issue began approx two months earlier, while the patient administered self-treatment with food/drink. Two days later, the patient reportedly developed symptoms described as "dizzy, sweaty, and clammy." The patient did not test on any device at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the patient claimed that she had symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.